Event description:
It was reported that the device was used during a low anterior resection. The device fired as intended. Leak test was positive. A temporary colostomy was placed for protection purposes.